Manufacturer narrative:
(B)(4). The report that the luer hub came off was confirmed. Returned was the brown luer hub for the distal extension line. The rest of the catheter was not returned. The entrance to the luer hub was examined microscopically. The extension line could be seen inside the hub and had torn off at the entrance to the hub. The hub was cross sectioned and confirmed that the extension line had been inserted fully during molding and had torn off during use. A review of the device history records for the catheter did not reveal any manufacturing related issues. Based on the appearance of the luer hub and the report that the event occurred during use, operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during use, the brown hub of the extension line of the catheter placed in the patient's right subclavian fell off. As a result, the catheter was removed and replaced without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The patient involved was a (B)(6) yr/old male 182cm tall, weighing (B)(6).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the hub falling off the extension line could not be determined based upon the information provided and without a sample. No further action will be taken.